Event description:
It was reported to technical services on (B)(6) 2011 that this lead is getting very close to the skin and there is concern about erosion. The pocket will be revised at mission hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).